Event description:
It was reported that there was noise on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD) system that indicated oversensing of the minute ventilation signal. The ra lead impedance had also suddenly increased to greater than 3,000 ohms. Technical services recommended turning the respiratory rate trend feature off and performing further evaluation of the device system. The ICD and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was noise on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD) system that indicated oversensing of the minute ventilation signal. The ra lead impedance had also suddenly increased to greater than 3,000 ohms. Technical services recommended turning the respiratory rate trend feature off and performing further evaluation of the device system. The ICD and ra lead remain in service. No adverse patient effects were reported.